Manufacturer narrative:
H3) the software team analyzed the logs of the issue and observed that the system was pointing to the future date. When attempted to update the operating system (os) which involve processes that check for expiration dates, certificate validity, or time-sensitive actions. If the system date was set far into the future, these processes may fail or hang because they are waiting for certain times or events that seem unreachable. From the syslog it was observed that pulse audio service failed post which the system went into soft-lockup. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information about a navigation system issue identified outside of a procedure. It was reported that when booting up the system, a black screen was displayed with rolling linux commands stating "failed to start pulseaudio system server...watchdog: bug: soft lockup -- cpu#9 stuck". A hard shutdown was performed and the system was powered back on to more scrolling linux commands stating "spurious response". For troubleshooting, another reboot was performed, and the system displayed the grand unified bootloader (grub) menu then progressed to the expected sign-in screen. The clinical consultant (cc) was able to sign into the clinical application without issue. Another reboot was performed, and the solid-state drive (ssd) was reseated with the system off. It was confirmed that there was only one ssd in the computer. The system booted up to the "failed to start pulseaudio system server" message. The system was rebooted again, and the ssd was swapped to bottom slot with no effect. The ssd was swapped out with a new ssd, with no effect. There was no patient involvement reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735785, ubd:unknown, UDI#: unknown. Product ID: 9735764, lot #:2134f00703, unknown. Product ID: 9736411, lot #: s6psnj0wb02544j, ubd: unknown, UDI#: unknown product ID: 9736355, software version#: 2.0.3 a110201 applies to booting up the system, a black screen was displayed. A1102 applies to failed to start pulseaudio system server...watchdog: bug: soft lockup -- cpu#9 stuck/scrolling linux. H3 & h6) a manufacturer representative went to the site to test the navigation system. It was reported that the system underwent a comprehensive evaluation, including hardware, software, instruments, visual inspection, and a self-test. The computer was replaced, and all software was re-uploaded, resolving the issue. After the system checkout was performed, the system was confirmed to be performing as intended. Codes b01, c13, and d02 apply. H3 & h6) the ssd 9736411 lot number s6psnj0wb02544j was returned to the manufacturer for evaluation. After visual/physical and functional testing, the reported issue was not confirmed. No issues were found with the ssd. It was booted up and logged into 5 times without issues. An application that was previously installed was found and it functioned normally without failure. S.m.a.r.t data & self-test reported no errors on the drive. The drive functioned normally without failure. Codes b01, c19, and d14 apply. H3 & h6) the computer 9735764 lot#2134f00703 was returned to the manufacturer for evaluation. After visual/physical and functional testing, the reported issue was not confirmed. The computer powered on when power was applied. After multiple power cycles, no boot-up or video issues were observed. The network and teradici configurations were set correctly. The video capture card functioned correctly. All display ports (dvi, hdmi, and dp) functioned correctly. The sound functioned on the hdmi and dp ports. The computer passed all burn-in testing v9.1. However, the computer did fail the sound test on the 3.5mm sound jacks for corrupt audio input on the left channel, which was not associated with the complaint. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.